Event description:
Customer reports being unable to obtain a result on the aviva system due to a device error, which was due to improper storage of the test strips. Customer was taken to the hospital and tested 571 mg/dl on professional method; she was admitted to the hospital for 4 days for hyperglycemia. Requested return of suspect device and replacement was sent.